Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms occurring on system controller (serial number (B)(6)) was confirmed via log file analysis. Log file analysis revealed driveline communication fault alarms that were associated with comm a line faults beginning from 01nov2025; however, pump function was not interrupted during these events. These alarms persisted until the system controller and modular cable were exchanged on 03nov2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The system controller was returned and functionally tested with the returned modular cable, and was found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook, section 10 - ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 IFU, section 2 - ¿system operations¿, and heartmate 3 patient handbook, section 2 - ¿how your heart pump works¿, explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for the patient along with x-rays. The patient had presented to the emergency room (ER) after their system controller alarmed for driveline communication fault and was asymptomatic prior to and after arrival. It was noted there was a lot of rescue tape on the proximal external part of the driveline, and some twisting with a small defect in the modular cable section. The log files captured driveline communication a fault alarms on (B)(6) 2025. It was recommended to exchange the modular cable and system controller and to perform 15 power cable disconnect alarms so that new log file data can be recorded and reviewed. The reported alarm did not interfere with pump operation, and the x-ray images were unremarkable. Additional log files were submitted after controller and modular cable were exchanged as suggested which showed the alarm did not recur. The submitted photo of the connector also looked good with no additional action needed in response. There was no adverse impact to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.